Event description:
Pt experienced symptoms of autonomic dysreflexia when pt's implanted pump reached end of life and pt did not hear battery alarming. Pt was hospitalized, treated, and device was replaced with a new pump. Pt called physician on friday to report increased spasms which could indicate drug withdrawal. Pt is quadriplegic and partially ventilator dependent. Decision was made to monitor symptoms and observe the pump for alarming to indicate battery depletion. Pt's spasticity increased during the weekend to the point that ventilation was impeded. Pt was admitted to local hosp on sunday, spasticity controlled with intravenous valium to facilitate ventilation. Monday, pt transferred to usual hosp for implant. Post implant pt's status returned to normal after bolus dose if intrathecal baclofen. Pt discharged tuesday. Pt has 24 hr care givers on duty and no one heard the pump alarm sound.